Manufacturer narrative:
Device analysis: product analysis confirmed the reported pump malfunction. The investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to component failures during the product analysis. Based on the results of this investigation, no escalation is required. Reservoir analysis: product analysis did not confirm a device malfunction. The investigation conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through product investigation. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that during the implant procedure the physician observed the pump freezing and lack of saline in the reservoir for the pre-connect cylinder/pump with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was not implanted and a new ipp cylinder, pump, and reservoir was implanted.

Manufacturer narrative:
Device analysis: product analysis confirmed the reported pump malfunction. The investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to component failures during the product analysis. Based on the results of this investigation, no escalation is required. This conclusion is supported by the following objective evidence.

Event description:
It was reported that during the implant procedure the physician observed the pump freezing and lack of saline in the reservoir for the pre-connect cylinder/pump with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was not implanted and a new ipp cylinder, pump, and reservoir was implanted.

Event description:
It was reported that during the implant procedure the physician observed the pump freezing and lack of saline in the reservoir for the pre-connect cylinder / pump with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was not implanted and a new ipp cylinder, pump, and reservoir was implanted.